Event description:
It was reported that during a laparoscopic adjustable band procedure, after entering the band through the trocar, the balloon was torn. It was removed and a new one was placed successfully. There was no patient impact.

Event description:
The customer claims that once the voice message is recorded the alarm plays the message back with complete static. The batteries have been changed all of the same type and no visible damage to the case. There was no patient injury reported. Inspection shows that the unit has intermittent power.

Manufacturer narrative:
Follow up # 2/supplemental report text- 11/19/2010: the lay user/patient's product(s) have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case failed testing. On performance testing with control solution the results were found to fall above the labeled range. Therefore, the complaint is confirmed. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The lay user/patient's product(s) have been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. 510k # k082590.

Event description:
The lay user/reporter contacted lifescan (lfs) customer service on behalf of the lay-user/patient on (B)(6) 2010 alleging that the onetouch ping meter is giving inaccurate high reading of "138 mg/dl" compared to normal reading/feeling. On (B)(6) 2010, this medical surveillance specialist obtained follow-up information the patient's diabetes is managed with an insulin pump. His insulin is based on the sliding scale regimen per the lfs meter readings. The patient obtained blood glucose reading of "118 mg/dl" on (B)(6) 2010 at 8:00 pm on another device. On (B)(6) 2010 at 8:10 pm, the patient reportedly took 5 extra units of insulin based on the lfs meter reading of around "150 mg/dl." For the next 3 hours, the patient tested 20 more times on the subject meter and obtained readings ranging from "130-150 mg/dl." The patient subsequently developed symptoms described as "sweaty, shaky, and grumpy" while obtaining a blood glucose reading of "138 mg/dl" at 11 pm, which the patient felt was inaccurately high. The patient administered self treatment with food/drink at the time of concern. Based on the latter reading of "138 mg/dl," the reporter felt that the subject meter may have been giving inaccurate readings since (B)(6) 2010. According to the troubleshooting performed with customer service, control solution test results were not within the control solution range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that can be associated with hypoglycemia after he managed his diabetes based on the alleged inaccurate reading obtained on the lfs products.